Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with diffuse lamellar keratitis in the right eye post lasik surgery. The patient is steadily improving and is currently 20/30. Previously patient had intraocular pressure due to increased use of steroids and that caused delay in improvement. Symptoms were improving. There are two related reports for this patient. This report addresses the patient la's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Provided logfiles were incomplete and could not be examined. During technical site visit fse( field service engineer) performed device verification and confirmed that system passed system calibration verification prior to the treatment. Not enough information was provided to properly perform an investigation. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).